Event description:
It was reported that the wire sheared off. A 16 180cm x 150cm 20 preload renegade hi-flo fathom system was selected for use. The device was being prepared. However, the wire tip sheared off while trying to shape it with an insertion tool. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The distal tip had fractured 1 cm from the tip but not separated from the fathom guide wire. The inner core was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. A fracture was confirmed.

Event description:
It was reported that the wire sheared off. A 16 180cm x 150cm 20 preload renegade hi-flo fathom system was selected for use. The device was being prepared. However, the wire tip sheared off while trying to shape it with an insertion tool. The procedure was completed with another of the same device. No patient complications reported.